Event description:
A caller reported having encountered a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset instructions and guided them through the process, with plans to follow up in an hour to ensure resolution.